Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was sporadic and no 2d fluoro imaging was possible. The green light was flashing while pressing the hand activation button, but no image appeared. It was noted that the 3d imaging worked properly. There was no patient involvement. Additional information was received. It was reported that the reported issue was able to be resolved by using the footswitch and switching between 2d and 3d.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168; product ID: bi71000167, serial/lot #: (B)(6); product ID: bi71000183, serial/lot #: unknown; product ID: bi71000194, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that there was sporadic no 2d imaging possible. The handswitch was replaced. The umbilical cord was replaced, but did not resolve the issue. Later the mvs power board was replaced, with no resolution. The system control board was then replaced, without resolution. The rotor motion controller was then replaced, firmware was reloaded. Later the ias vector dongle was replaced with a new cable, though the issue persisted. Finally the collimator was determined to need replacement. The imaging system then passed the system checkout and was found to be fully functional. H3: hardware analysis was completed on the returned parts. No failures were found in the returned umbilical cord, handswitch or control box when tested with a known functional test system. All testing proved successful. An electrical failure was found in the returned collimator. It was tested and failed the bench test; homing and burn-in tests also failed. H6: b01, c19 and d14 apply to the handswitch, umbilical cord and control box. B01, c02 and d02 apply to the system checkout and returned collimator. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.